Event description:
Follow-up with the treating neurologist's office indicated that the hiatal hernia was not the etiology of the hiccups and gerd the patient was experiencing. The office confirmed that the symptoms abated once the vns was programmed off. No additional relevant information has been received to date.

Event description:
A patient reported that he experienced an increase in hiccups and gerd symptoms. A gi scope was performed and the patient was found to have a hiatal hernia. The gi physician suggested that vns could have exacerbated the hiccups and gerd. An x-ray was performed, and the lead appeared normal. Device diagnostics were within the normal limits. The physician programmed the vns off and the hiccups and gerd stopped. No additional relevant information has been received to date.